Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon pad partially split in cross direction; however, no metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. The root cause for the reported teflon pad damage is most likely due to insufficient or no tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output is seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly. Cross-reference: 2951238-2015-00443.

Event description:
Olympus was informed that during a therapeutic laparoscopic band removal procedure, the teflon pad appeared to be melting at the back of the jaw and a tiny piece of the teflon pad was hanging towards the front of the jaw. The surgeon removed the device and the intended procedure was successfully completed with another similar device. There was no report of patient injury. No further information was provided.